Event description:
Boston scientific received info that one month after this electrode was implanted, it was noted that it had moved slightly upward. No adverse pt effects were reported. No interventions were taken and the electrode remains implanted and in service.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is completed. This investigation will be updated should further info be provided.

Manufacturer narrative:
The explanted electrode was not returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one month after this electrode was implanted, it was noted that it had moved slightly upward. No adverse patient effects were reported. No interventions were taken and the electrode remains implanted and in service. It was later reported that the electrode was explanted and replaced due to the dislodgement when the device was replaced for normal battery depletion. No additional adverse patient effects were reported.